Event description:
It was reported the pt underwent a vaginal bridge repair and sling procedure in 2000 to correct a bladder prolapse and incontinence. From 2000 to 2001, the pt experienced bleeding discharge. The physician removed some of the sutures. From 2001 for 4 months, pt continued to experience further discharge. Again, the sutures were removed 5 months later. Cauterization of tissue and "super gluing" of the bridge was required. Symptoms of bladder prolapse returned and the pt required surgery in 2002.